Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were at the hospital and turned their stimulation off with MRI mode, but now they couldn't get it turned back on properly. Patient said they had been trying everything, and even upped the numbers on their stimulation intensities,but they could not feel the stimulation, so they knew it wasn't working in their back. Patient said when they turned the stimulation on, the screen said 'stimulation on, stimulation off. ' patient mentioned they saw a screen with 3 numbered bars on the right, and one of the bars on the left was vertical and highlighted green (group a). Agent walked patient through making sure MRI mode was notactive. Patient was on group a with programs 1-3 set at higher than normal intensity. Patient denied seeing any unusual messages on the controller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.